Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that prior to a routine generator procedure, this cardiac resynchronization therapy defibrillator (crt-d) was interrogated, and the right ventricular (rv) lead was found to exhibit intermittent oversensing noise. Further review of the device data also showed intermittent pacing and r waves. The patient was noted to experience asystole for a combined total of 3.5 seconds. It was suspected the oversensing noise to be electromagnetic interference (emi) in nature. The noise could not be reproduced with isometrics. The physician continued with the generator procedure, where the cr-d device was explanted and replaced with a new device due to normal battery depletion (nbd). No additional adverse patient effects were reported.